Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report # 8030965-2013-02718. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported by facility: during a routine testing on (B)(6) 2013, it was discovered the device had a sticky button. It was also reported the event did not occur during surgery (no patient involvement). No further information was reported. This report is for a power drive. This is 1 of 1 device for this event reported on complaint (B)(4).